Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately eight months prior the implantable pulse generator (ipg) had eight months battery left. When the ipg was explanted eight months later the estimated life was still eight months. The ipg was explanted and replaced as scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.